Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion in the air/water and suction cylinder and had foreign material in the nozzle and on the plastic distal end cover around the auxiliary port. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the grip had a scratch. The scope cover unit was deformed. The electrical connector had a corrosion due to water leakage. The scope connector had corrosion due to water leakage. Due to corrosion on the electrical connector, the image was disturbed when connector was pushed. Due to wear of angle wire, the play of knob was out of the standard value. The objective lens had a scratch. The light guide lens had a scratch. Adhesive on bending section cover had a discolored area. The device was cleaned, disinfected, and sterilized (cds) in accordance with anote-anigea guidelines. There were no malfunctions in the accessories used for reprocessing. There were no delays in pre-cleaning. Cleaning is performed as soon as the device arrives in the washing room and diluted neogiozym detergent is used. Device immersion is not performed, but only scooping, washing internal channels with slide and external cleaning. The surface of the device was cleaned but the patina could not be removed. The surface of the device was scrubbed/brushed during the manual phase but with poor results. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.